Event description:
On (B)(6) 2012 the reporter contacted animas to report an issue during the pump load step in which the insulin was dispensed out through the tubing during the load step. There was no patient injury associated with this issue. The issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 01/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing, the pump load step failed to detect the cartridge and dispensed fluid. A force sensor calibration test was performed and the pump was found to be detecting the correct amount of force. The pump was disassembled and a stuck seal was found in the pump's drive assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.